Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report is indicates: problem description (symptom): not working. Action taken at site (diagnosis): on inspection found touch screen is hangout intermittently. Final report: need to send unit rsc for further inspection. Job completed: yes. Probable root cause: ¿ cables, ¿ hdmi cables, ¿ connectors, ¿ digital board, ¿ power supply, ¿ filter / fuse, ¿ ac inlet board, ¿ main board, ¿ transition board, ¿ intermittence between transition board and ch connector, ¿ software, ¿ camera head (sensor, sensor cable), ¿ coupler (dust on optics, scratched optics, broken / shifted lenses, focusing mechanism, endoclamp, zoom ring), ¿ problem toggling light source, ¿ connected monitors, ¿ leaking, ¿ poor grounding (e.g camera head connection from cable to transition board.) ¿ no/incorrect communication with light source, ¿ soaking cap disconnection during sterilization, ¿ electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge, ¿ cybersecurity attack, ¿ pendulum ch inertial measurement unit (imu), ¿ use error. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image.